Event description:
Leaking was noted on the foley bag on the connection between the urimeter and bag. Lot # 0411v. The bag was not sequestered due to chemotherapy precautions.====================== manufacturer response for temperature sensing infection control 350ml urine meter foley tray, bardex i.c. (Per site reporter)======================same as previous reports.